Event description:
It was reported that during the implant procedure the lead's helix "took 30-plus turns to originally come out, then 20-plus turns to return" after that the lead appeared normal and it took "12 out" and "10 in" to extend and retract the helix. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found. Full lead returned.